Event description:
The hcp reported the pt complained of chest pain and presented with decreased alertness approximately three hours post refill. The pump was turned off in the ER. The pt was hospitalized and received narcan infusion treatment for two days. The pt was receiving bupivicaine and morphine at the time of the event. The device was replaced, repositioned and the catheter was revised. Therapy resumed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.